Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas and alleged the following: the teacher noticed during class that the patient had become very tired and lethargic. Per the patient, pump was in pocket in locked mode. The patient was sent to the school nurse's office. His blood glucose (bg) was 109 mg/dl. The nurse looked at his bolus history and discovered the patient received double boluses and inadvertent boluses: she noted multiple boluses that were not intended within 26 minutes. The pump was disconnected. The patient was given several snacks to bring his bg up. His bg dropped as low as 64 mg/dl before it began rising. The patient is now doing ok at home, and his bg is 309 mg/dl due to the rebound from low. Customer technical support reviewed the bolus history: 1249p 1.55unit, 1250p 1.05unit, 1250p 1.15unit, 1252p 2.05unit, 115p 1.50unit. All boluses completed by pump. The mom states they never use pump for bolusing. Mom reports no tactile issues with buttons/keypad. Time/date are confirmed correct and mom reports no issues with inaccuracy have been found. The patient is going to a back-up plan and the pump is being replaced. This complaint is being reported due to the allegation that a patient in insulin pump therapy experienced hypoglycemia related to the pump delivering unintended boluses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the bolus history confirms multiple boluses were programmed and delivered on (B)(4) 2012 between 12:49 and 13:15. The pump was exercised for 29 hours with no delivery issues and no unprogrammed boluses occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and there was no hypersensitivity observed. The complaint could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.